Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2010, inratio: 4.0, lab: 3.0. Lab draw done within 15 min of inratio test. No changes if medication or diet.

Manufacturer narrative:
Investigation pending.